Event description:
It was reported that insulin drips were not observed to be exiting the tubing. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) level was 470 mg/dl. The customer addressed their bg with a manual injection.